Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on february 25, 2026, the patient underwent tka for knee oa. When a femoral component was impacted during the surgery, the impactor in question broke. The damaged device was removed immediately and moved to a non-sterile area. A spare impactor was used, and the surgery was completed successfully with no surgical delay. The surgeon said that no investigation was necessary since the problem was how the device was used. No further information is available. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune rp ps artic surf sz6 was partially broken at the middle top section. Fragment was not returned for evaluation, the breakage condition observed can be traced to improper handling/care of the device, where excessive force could have been applied while assembling/disassembling the device with its mating component. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz6 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent tka for knee oa. When a femoral component was impacted during the surgery, the impactor in question broke. The damaged device was removed immediately and moved to a non-sterile area. A spare impactor was used, and the surgery was completed successfully with no surgical delay.